Event description:
It was reported that the device exhibited no output, no telemetry, and no magnet response via the programmer and on surface ECG. The patient was in normal sinus rhythm at about 40 bpm.